Event description:
The first deep brain stimulation (dbs) battery was opened to field. Per rep, battery was fried with the monopolar cautery. He was in the room at the time. Implant removed from field and taken from hospital by rep. A second dbs battery was opened to the field and implanted.